Manufacturer narrative:
At analysis the stated reason for return was confirmed, there was an issue with a grey screen although the comment regarding the stylus and frozen screen was not able to be confirmed. The hard drive was reconfigured and the software was reloaded as a preventive. The device passed its functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen turned a grey-blue color, and the stylus pen would not work. Nothing could be programmed, and the screen was frozen. The programmer was turned off and turned back on, but the screen was still frozen. The programmer was returned for service. There was no patient involvement.